Event description:
The pt received one trial lead. It was reported during the procedure, the pt appeared to have a wet tap. The pt received stimulation coverage postoperative, with no symptoms. Follow up on the pt status identified the pt never had adverse symptoms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.